Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 3/16/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed that one complaint was found as part of this production order and is coded for "stuck in cartridge" which is not related to the codes used in this investigation (pi-0008300). Furthermore, this complaint meets the criteria for no further investigation to be performed; therefore, no product malfunction or deficiency could be identified and no escalations are required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not implanted, then it was not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) had folding issues and haptic bent. The lens was not implanted in patient's eye. However, there was patient contact during handling. No adverse effect, injury or surgical intervention required. No other information was provided.